Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 552 mg/dl. The customer stated that she had crimped cannula the same day she got an alarm. The customer was doing her troubleshooting, insulin is getting through just fine. The customer change her infusion sets. The customer was advised that we will sent replacement for the sets she is using and also replaced pump. The customer was not feeling secure about continuing to use the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 552 mg/dl. The customer was treated with syringe to bolus and using pump.